Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-02576 and 1627487-2011-02577. The pt received her scs system, including an ipg and a percutaneous lead, on (B)(6) 2009. The pt reported intermittent telemetry between her ipg and charging system. The intermittent telemetry began approx 6 months ago and has gotten progressively worse. In addition, the pt reported episodes of numbness in her legs which last approx 15 minutes at a time. The pt was unable to articulate any sort of pattern in the episodes. A new charging system was sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the system remains implanted. No further pt complications were reported.